Manufacturer narrative:
The device was not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, intra-op, the tip of threaded inserter broke during implantation of the cage. No fragments of the device remained inside the patient. No patient complications were reported as a result of the event.

Manufacturer narrative:
Product analysis: visual review confirmed the instrument was broken several threads down from the distal tip of the threaded rod. No surface defect was identified that could contribute to crack propagation. Microscopic examination of the fracture surface found a fairly brittle fracture with no indication of fatigue, with directional river lines consistent with overload. There was a slight angulation that correlates to the direction of the river lines indicating a bending moment. These observations are consistent with bend stress overload. If information is provided in the future, a supplemental report will be issued.